Event description:
A nurse reported that during cataract surgery, when the surgeon went to do an anterior vitrectomy for a posterior capsular tear, the screen froze and they could not continue. The unit was switched off and unplugged from wall, but the unit kept running with internal battery. All power was removed, the unit was rebooted and proceeded to the surgical screen. The surgeon had switched systems to complete the procedure. There was no patient harm reported. The nurse reported that the posterior capsular tear was not caused by an alcon product or contributed to by an alcon product.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).